Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported the device will not power on. No patient involvement was reported.